Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11386. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr sheath is 5.5mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The most likely cause of the dissection was patient factors. The patient¿s minimum luminal diameter was 4.8mm, smaller than the recommended minimum required for the 14fr esheath. Additionally, the vessels were severely calcified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
20mm sapien 3 valve, 20mm commander delivery system, 14fr esheath during transfemoral tavr for native aortic position, left ventricular perforation and access vessel dissection occurred. Access was obtained from the left femoral artery via cutdown. Since the vessel was narrow, percutaneous transluminal angioplasty (pta) was performed with a 6mm balloon and a 7mm stent was placed in the left common iliac artery. Then the procedure proceeded in a standard manner. While positing the valve/balloon assembly at the aortic annulus, blood pressure dropped suddenly. Transesophageal echo indicated cardiac tamponade. Chest was opened and it found left ventricular perforation by guidewire. Hemostasis was achieved and percutaneous cardiopulmonary support (pcps) was initiated. As the protruding wire from the heart was cut, all devices were retracted without deploying a valve. Although hemodynamics were stable, reinsertion of another guidewire or surgical aortic valve replacement were considered high-risk; therefore, a decision was made to monitor the patient in ICU. After withdrawal of esheath, angiography showed the dissection in the left external iliac artery. A balloon was inserted from the contralateral side, and hemostasis was obtained. Then the tavr was aborted. During monitoring in ICU, she developed atrial fibrillation (a-fib) and expired on postoperative day 4. Per medical opinion, the a-fib developed thrombosis and it made the cerebral artery occluded, which led the patient's death. As it took some time for the open chest repair and blood flow to the brain lowered, the brain might have been damaged at that time. She was in advanced age and frail, therefore it was thought to be hard to withstand surgical operation. This patient was an (B)(6) old woman. Moderate ventricular septal hypertrophy was reported. The minimum luminal diameter measured 4.8mm and severe access vessel calcification was reported. The devices were discarded at the hospital and not returned for evaluation.